Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional info becomes available, a supplemental report will be sent.

Event description:
Report received from the u.s.a. Stating that the device had a "knurled knob damage". The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.